Event description:
The customer stated she was taken by paramedics due to hyperglycemia. The customer stated that she had lost her glucometer and did not check her blood glucose on the day of the event. When paramedics arrived, they checked the customer's blood glucose and the reading was 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. At the time of the report, the customer stated that the insulin pump alarmed no delivery. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.